Manufacturer narrative:
UDI: (B)(4). One (1) pulse cam tightener [product code: 4102-80-100, lot no: pc2092572] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture occurred at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. The fracture analysis report reveals torsional shear markings stretching in a circular pattern around the center. The plastic deformation at the trilobes indicates a torsional overload. This suggests that the fractured tip underwent a quasi-static shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root case for the cam tightener¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This whole event happened in the prosthesis room, not in surgery and no patient involvement. While checking in a pan today for a case tomorrow, I was looking through the instruments and noticed the pulse final tightener shaft (4102-80-100 lot#pc2092572) was broken. The tip on one end of the final tightener shaft had half of the tip missing. I asked around a couple of the scrub techs that have used this pan within the past couple of days and none of them had any idea when this would have happened. There is no further information available. Upon noticing, I removed the instrument from the pan. We will need a replacement when available.